Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 defective. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 10jun2020 and investigated on 29jun2020. A photographic evaluation was also conducted. The jaws appeared to be heavily charred and the silicone insulation from the cold jaw seemed to be torn from the tip, exposing the metal. No other failures were observed. Signs of clinical use and evidence of blood and heavily charred tissue was observed. A visual inspection was conducted. Microscopic inspection was conducted. Both the hot and cold jaws appeared to be yellowish/brown in color indicating burn of the device. The heater wire was completely flexed away from the hot jaw and remained attached at the tip and the heater wire remained attached to the base of the jaws also. The silicone insulation on the cold jaw was approximately a quarter way torn and detached, exposing the metal from the tip of the cold jaw. The detached silicone insulation was not returned for evaluation. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The device activated and transected tissue four (4) times with no cautery failure observed. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value measured at 0.690 ohms which is within hemopro 2 final test specification. The device pass the temperature measurement test. The displayed temperature increase and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the complaint for the reported failure "failure to deliver energy¿ was not confirmed but analyzed failures ¿material twisted/bent; wire¿, "peeled; jaw", and "thermal decomposition of device¿ were confirmed. Specific actions for the analyzed failure mode material twisted/bent and peeled are being maintained and documented under maquet¿s failure investigation report (fir) system.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 defective. A replacement device was used to complete the procedure. The hospital did not report any patient effects.